Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal battery depletion.

Event description:
It was reported that during routine interrogation, data could not be obtained form the pulse generator. The device was explanted and replaced on (B)(6) 2014.